Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the right ventricular (rv) lead had numerous short v-v intervals, high pace/sense impedance and noise was present on the patient's electrogram. The rv lead was inactivated and will be capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range with two patient alerts for out of tolerance sub-threshold lead impedance on (B)(4) 2013 and (B)(4) 2013. Daily pace lead trend data shows an increase for ventricular pace bi impedance equal to 494 to 4047 ohms peak between (B)(4) 2013 and (B)(4) 2013. Also, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and oversensing associated with the right ventricular lead. There was 15 ventricular non-sustained tachycardia¿s less than equal to 200ms on (B)(4) 2013. Three ventricular fibrillations less than equal to 210ms average v-cycle on (B)(4) 2013. Ventricular short interval count v-sic equal to 223 counts, in 0.56 day between (B)(4) 2013 and (B)(4) 2013. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.